Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the morning of (B)(6) 2012. The patient reported managing his diabetes with insulin (no adjustments) and denied making any changes to his normal diabetes management despite the alleged issue starting. The patient claimed that on the morning of the alleged issue (after the alleged issue began) he became "nauseated and vomited." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that there was no misuse to the subject device and that the patient was using the correct test strips. During troubleshooting the cca documented that based on the information provided by the patient their assessment was that the power issue was a meter issue, not related to an issue with the ac adapter or wall socket. At the time of troubleshooting the cca confirmed that the subject meter would not power on with a test strip or manually and that the patient was not able to perform a rapid charge. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient do not meet lfs' criteria and the patient denied receiving medical intervention. However, this complaint is being reported as a malfunction because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.